Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the overdischarges were caused my patient compliance issues. They are unsure when the patient¿s device will be replaced. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with implantable neurostimulator (ins) for non-malignant pain. It was reported that there was an alleged overdischarge. The representative reported that the patient has had multiple overdischarges. The representative recently became aware of these per patient. One overdischarge occurred 3-4 years ago, one approximately 8 weeks ago, and one currently. The patient¿s last successful recharge was in (B)(6) 2017. The representative confirmed that the patient did not try to recharge until approximately 8 weeks ago. The healthcare provider wants to replace the ins. No patient symptoms were reported. The representative met with the patient in (B)(6) 2018 and attempted to do a trickle charge and thought it was successful, but the patient stated it was not successful. The patient has poor memory and does not remember historical recharge issues. No further complications were reported/anticipated.